Event description:
On (B)(6) 2008, I underwent a right total hip arthroplasty. I received a depuy hip system consisting of a pinnacle acetabular cup size 52 mm, an aml small stature, a pinnacle metal insert, and a articul/eze metal on metal femoral head. Soon after this surgery, I began experiencing severe pain and discomfort in my groin and thigh area. Since the implantation of the pinnacle device, I experience severe pain and discomfort when walking. Diagnosis or reason for use: degenerative joint disease.